Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record review shows the product was released per specifications. The sample was visually inspected and the issue was confirmed, the infusion sleeve only had one hole. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the sleeve only had one hole. The surgeon proceeded with the cataract surgery using the sleeve. There was no patient harm. Additional information and product sample have been requested for this report.